Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a serious injury or death.

Event description:
It was reported that the pt had generator replacement surgery due to end of service. Lead was not replaced at that time. Pt was then seen by neurologist and high impedance was noted on both system and normal mode diagnostics. Follow-up with surgeon reveals that high lead impedance was found at the time of generator replacement surgery. Pt is also experiencing some pain in her ear and chest which may be due to the lead fracture, per physician, but this cannot be confirmed. Pt's device was programmed off. X-rays were taken of the pt's device and reviewed by the manufacturer. Upon review, a lead fracture was visualized. No trauma or manipulation was reported. No casual or contributory programming or medication changes preceded the onset of the pain. Revision surgery is likely, but has not occurred to date.